Event description:
It was reported that caller experienced multiple occlusion alarms on a single day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, caller declined further assistance.